Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. It was observed that the device was received in fair condition. A visual and functional assessment was performed which determined that the device was overheating at the tip and the elbow and back end- failed temperature assessment. It was determined that the housing was damaged (cosmetic) and it failed visual assessment. During service/repair, it was observed that the bearing in the tip was broken, causing the overheating in the tip. It was further determined that the heat at the elbow and back end was caused by corrosion. It was further determined that the issues related to the faulty parts were consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during service and repair pretesting, the attachment device was overheating. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.